Manufacturer narrative:
D1, d.4. Product identifiers are unknown. G4. PMA / 510(k) #- unknown as product identifiers are unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding comparison of vertebral body stenting (vbs) and balloon kyphoplasty (bkp) for treatment of osteoporotic vertebral fractures (ovfs), including evaluation of clinical outcomes, radiographic parameters, and complications. Multiple manufacturers' devices were implanted in the study population. The following medtronic devices were used: kyphon balloon kyphoplasty. No deaths were reported in the study population. Among all patients, adverse events and device product performance issues included cement leakage, adjacent vertebral fracture, and revision surgery. Cement leakage occurred more frequently in the vbs group than in the bkp group, 54% versus 24%, p = 0.005. Rates of adjacent vertebral fracture, 13% versus 26%, p = 0.12, and revision surgery, 4% versus 8%, p = 0.44, were comparable between groups. The article stated that leakage volume was small and no clinical adverse effects related to cement leakage were reported. No further information was provided pertaining specifically to medtronic products beyond identification of the kyphon balloon kyphoplasty device as one of the bkp systems used.